Event description:
Pt reports pump malfunction. Pump would not allow reservoir volume to be reset when setting pump values during mix for pump rotation, pt switched back to her working pump with no issues. Pt did not have any lapse in therapy or adverse effects related to the pump issue. Pump is being replaced. (B)(4). Did the reported product fault occur while in use with a pt? No. Pt had not yet connected the pump to her central line. Did the product issue cause or contribute to the pt or clinical injury? No. Is the actual device is available to be returned for investigation? Yes.